Event description:
It was reported by phone that there was an ambulance accident. The ambulance was hit on the passenger side and rolled over. It was reported that the cot did not disengage from the fastening system. It was further reported that the unit had visible head section damage. The customer performed the repair and placed the unit back in service. The customer was informed by the sales rep that the unit needs to be removed from service. The customer has removed the product from service. There was a patient on the cot at the time of the accident; however, was not injured. It was reported that one of the attendants had a broken neck as a result of the accident. The emt was in the rear of the truck administering to the...